Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that about three weeks prior to the report the patient experienced intermittent stimulation. The patient stated that all of the sudden when he was lying in bed, it would just shut off and then when doing something else it would kick back on. No further information was provided regarding the following event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.